Event description:
We have received a product report involving a non-(B)(6) product and are providing this information in accordance with 21 cfr 803.22. Please find a summary of the details below: flow sensor damaged with "rotate flow sensor" message. Despite multiple testing with rotation of the flow sensor, the same message appears again. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).